Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer to ensure the cartridge was properly seated, which resolved the issue, and the customer was able to resume insulin delivery successfully.